Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error. The customer¿s blood glucose level was 280 mg/dl. The customer reported that they received open book image on pump. The customer declined troubleshooting for high blood glucose and was treated with manual injection. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a critical pump error alarm. Did not note any presence of previous moisture or corrosion on the electronic assembly inside the case. Unable to upload due to a problem associated with the electronic assembly. Unable to perform displacement, rewind, prime , basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to critical pump error alarm.